Event description:
It was reported that during use of the right ventricular (rv) lead an alert triggered for high impedance that was noted on the rv and superior vena cava (svc) defib coil and left ventricular (lv) lead high undefined impedance. Findings were consistent with an isolated known proximal ring electrode conductor fracture of the rv defib shock electrode. The rv lead therapies were programmed off and detections remained on. The lv lead was re-programmed from lv4-rvcoil to lv4-lv1. A few months later, the rv lead was explanted and replaced was explanted and replaced. No patient complications have been reported as a result of this event. The patient is a participant in a clinical study.

Manufacturer narrative:
Continuation of d10: dtpb2q1 crt-d implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.